Event description:
Reportable based on analysis completed on 11-dec-2014. It was reported that crossing difficulties were encountered. A 3.00x12mm promus element ¿ stent was advanced to treat the target lesion. However, the device failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed distal stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The stent delivery system was returned for analysis. The stent was damaged at its distal end. A strut on the most distal row was raised off the balloon material. This type of damage is consistent with the stent meeting resistance during the advancement of the device into the patient. No issues were noted with the balloon and tip sections of the device. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).